Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use, adverse events that may occur and/or require intervention include, but are not limited to vascular trauma .

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. A gore® dryseal flex introducer sheath was used for access. All devices were deployed without reported issues, however a dissection in the right external iliac artery was observed. A stent (misago) was deployed to cover the dissection. The physician stated that the patient had previous cutdown procedures and had poor vascular condition from the external iliac artery to the femoral artery.